Manufacturer narrative:
Operation of device and initial reporter also sent report to FDA are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a motor not running error occurred. No patient injury was reported.

Manufacturer narrative:
Additional information received on 02-aug-2022 via email and attached to complaint object: we have no record of this RMA (return merchandise authorization). Event problem and evaluation codes: updates not required., correction: model number: 3500.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the tamper seal broken, a non-OEM (original equipment manufactured) battery and a crack bottom case by l-bracket and right plunger case. There was no evidence of the reported problem as they were unable to access the error log. The customer reported problem was duplicated at occlusion test. It was found during infusion and visual inspection that the stepper motor didn't move the worm coupling at all. The stepper motor no longer operates properly due to normal wear which was the cause of the reported problem. For corrective action the stepper motor was replaced. The root cause of the reported problem was due to normal wear of the device consistent with use. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.